Event description:
It was initially reported that a vns patient was admitted to the hospital due to sharp pain in his throat when he swallows and voice alteration. The issues began to occur after the patient was doing pushups. The patient's device checked at the hospital and was found to be functioning fine. The patient followed up with his neurologist a few weeks later and diagnostics were performed again indicating normal device function. The patient was doing well. The physician was not able to obtain any additional information on either the pain or voice alteration from the treating hospital. Good faith attempts to obtain additional information have been unsuccessful to date.